Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use nicked / gouged / wear and has a piece fractured off. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures previously analyzed, which indicates overload failure or low cycle fatigue culminating in the overload failure. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue was due to repeated use of this instrument over 7+ years field life; which causes wear and tear to the instrument and led to fracture. Complaint can be confirmed through the returned product analysis. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the persona femoral impactor pad broke during impaction of the final femoral component. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h4 if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.